Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to scanners in the airport prior to the malfunction alarm occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening."